Event description:
It was reported that during an unspecified procedure, insertion difficulty occurred. A guide wire was inserted across the lesion in the inferior esophagus. The physician then attempted to insert the ultraflex 23-10/16/90, 7cm covered esophageal stent, however, the stent was unable to be advanced over the guide wire. The distal portion of the device was "deformed". The procedure was successfully completed with another ultraflex covered esophageal stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.